Event description:
It was reported to philips that the bezel stands are broken. There was no patient involvement.

Event description:
It was reported to philips that the bezel stands are broken. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
While evaluating the device at the repair bench, the technician observed the bezel stands were broken. The customer requested to return the device to the repair bench for evaluation. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty bezel assembly. Based on the conclusion of the investigation, it was determined that this was a malfunction of the bezel assembly. The bezel assembly was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.